Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm, which occurred on the homechoice (hc) during drain 3. The home patient (hp) stated that she accidentally disconnected during the drain and then put on a minicap. The baxter technical service representative (tsr) had the hp cycle power and se 2367 alarmed. The hp stated that she would complete therapy using manual supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.